Event description:
It was reported that on (B)(6) 2011, the patient obtained a blood glucose reading of 450 mg/dl and tested positive for ketones. She did not report experiencing any other symptoms of high or low blood glucose levels. The patient's mother reported the patient did not adjust her insulin doses for her activity level and food choices that day. The patient corrected her blood glucose level with a bolus dose of insulin via the pump at 10:15 pm, and her subsequent blood glucose reading was 300 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed all pump settings, programming, date/time and basal settings were correct, and the total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by not correctly adjusting her insulin doses for her meals and activity level. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.